Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker went into back up vvi mode. Programming changes were made and the pacemaker was explanted. The patient was stable.